Manufacturer narrative:
Although this lot number of the unistik 3 device had not been distributed in the us, the same model has been in distribution and therefore the event was reported. An investigation was opened on 25 sep 2018 to cover several complaints over a 2 month period stating that unistik 3 comfort device needles were not retracting after use. Full report attached (inv-18-00064 rev 01). - attachment: [inv-18-00064 rev. 01.pdf].

Manufacturer narrative:
This lot number was not distributed in the us, however, the same model, at 1042 unistik 3 comfort is distributed in the us.

Event description:
Owen mumford limited was notified of event on 08 sep 2018 (B)(6). A nurse took a blood sample of a baby in neonatology service with the unistik 3 comfort device. When she was removing her gloves she was injured with the device. She has a mark on the thumb with extensive bleeding, as the needle did not retract entirely into the body of the device. She has not received any follow-up and treatment in terms of serology post nsi, as the patient was negative.